Manufacturer narrative:
(B)(4). A technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advice to replace the graphical user interface.

Event description:
It was reported that a ventilator had a loss of communication. There was no patient involvement.

Manufacturer narrative:
(B)(4). According to customer information: the device is not going to be repaired and is to be used as trade in.